Manufacturer narrative:
Product ID 977c165 lot# serial# (B)(4) implanted: 2021-04-05 explanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a suspected infection and therefore system was explanted on (B)(6) 2021. Patient was the re-implanted on (B)(6) 2021. Issue resolved.